Event description:
Clinical lab scientist reports cryocyte 250 ml freezing containers with label pocket in which leaks/cracking was detected. Some were broken along the seam of the bag. Others looked "shattered." Reporter speculated twelve affected from eight different collections (pts). Detected before pt use. Extra units available and used without incident. They have experienced 12 breakages since 02/05. The bags that have broken were not infused to pts and remain frozen at this time. There is no report of pt injury or medical intervention required as a result of these events. In all cases, the pts have received back-up product in sufficient quantity or have not been required to need the use of product. Metal cassettes are used for freezing and storage. Storage is in the vapour phase. Duration of storage is from 02/05 to 03/05. Volume of product in 10 bags is 48cc and volume of product in 2 bags is 70cc. No pt info is available at this time due to no pt was infused with product from a broken bag.